Event description:
Boston scientific received information that during device testing that this right atrial (ra) lead did not have the correct atrial sensing with sensitivity set a maximum outputs. A retrograde conduction test was performed and the atrial channel had synchronized with the ventricular pacing channel indicating that the lead had dislodged and moved into the ventricle. A revision procedure to reposition the lead will be performed with the device change out. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and in service. When additional information becomes available this investigation will be updated.